Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During initial implant procedure, the stylet wasn't able to advance into the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event. The patient was stable with no consequences.